Event description:
It was reported to philips that the system was unable to perform exposure and c-arm geometry movements. System was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.